Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain') and genital haemorrhage ('bleeding start if bend or do physical activity/after essure procedure bled for 5 months') in an elderly female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and menorrhagia. Concurrent conditions included irregular menstruation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fatigue ("fatigue") and menstrual disorder ("my periods are now something out of a csi episode"). The patient was treated with surgery (hydrothermal ablation and salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, fatigue and menstrual disorder outcome was unknown. The reporter considered abdominal distension, fatigue, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: 3 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: findings: essure implants were noted to be within the fallopian tubes and bilateral occlusion was noted. Concerning the injuries reported in this case, the following ones were reported via social media: sharp pain, after essure procedure bled for 5 months, bleeding start if bend or do physical activity, bloating, fatigue, my periods are now something out of a csi episode. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Cave becomes an incident. Surgery was added. Lab date, concurrent conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.